Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of audio/speaker malfunction. There was no patient or user harm.

Event description:
The customer reported the problem of audio/speaker malfunction. The device was not in use on a patient.